Event description:
The hosp reported that during an endoscopic vein harvesting procedure, while harvesting the saphenous vein, taking branches, the cautery device when it was activated did not turn off when the activation button was released. The cutting tip remained hot and continued to heat up and glow red. The device was shut off and the unit was removed from the pt and removed from the field. A new unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were somewhat burnt. The device had some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the functional test, the reported failure "device remains activated" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).